Event description:
Event description boston scientific crm received information that this defibrillation lead exhibited out of range (high) pacing impedance measurements. Upon invasive procedure there was no evidence of malfunction however the pace/sense portion of the lead was capped.